Event description:
It was reported that while connected to the software distribution network (sdn), software was installing but stalled and time changed to 23 hours. Cycled power and black screen appeared. Caller cycled power again and still black screen. Caller stated there was no error number displayed. Caller asked if the service disk would fix this. Technical support (ts) told caller probrably not, but worth trying. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).